Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The devices" system board was replaced to address the issue. "Service required" codes were found in the ventilator's downloaded error log. The device's sensor board was replaced to address these issues.

Event description:
The manufacturer received info alleging a ventilator was continuously alarming. There was no harm or injury reported.